Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. This event is related to MDR #s 1810909-2019-00487 and 1810909-2019-00489.

Event description:
The customer obtained blood glucose readings of 55 mg/dl and 114 mg/dl on two separate contour next one meters. The customer had no symptoms of hypoglycemia, however, he drank juice to level up his blood sugar level. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next one meter and contour next test strips from lot # 9dpec51d for evaluation. Since the returned bottle of test strips had only two strips left, in-house contour next test strips were also used for testing. Also, only one of the suspected contour next one meter was returned for evaluation. An in-house testing was performed using the returned meter with returned test strips, which gave satisfactory performance. Additionally, a device history record was reviewed for the suspected contour next one, which was not returned for evaluation meter and no manufacturing anomalies were found.